Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please explain more how the device would not open? Surgeon says he fired device successful several times before the lockout. Was the knife reverse switch attempted? Surgeon says he thinks he went straight to the manual release. Manual release did not work per surgeon. If yes, did the knife reverse switch function as designed? How was the device removed from the tissue? Surgeon said stapler just came off tissue. Unclear what this means and he would not clarify. Did the jaws of the device open? Unclear.

Event description:
It was reported that during an unknown procedure the surgeon says the stapler didn't fire and locked on tissue and would not open. He tried using manual release but it would not open. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t5c69f. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst45g cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.